Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced a blank display. His blood glucose was around 8.0 mmol/l at the time of the event. They tried two different batteries and the display still doesn¿t return. The caller said that they received a low battery alarm and that they received the alarm when they changed to a new battery. They tried changing the battery again and the display turned off and would not come back on. During troubleshooting, the caller stated that the contacts on the battery cap are missing and they were advised that a new battery cap would be shipped to them. The customer was advised to discontinue use of the pump and to revert to the back-up plan per their doctor¿s instructions until the new battery cap arrives. The insulin pump is not being returned for analysis.